Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had  high impedance >4k ohms on contact 2. Rep said they replaced the ins for normal battery depletion and after the ins replacement there was still high impedance on contact 2 the caller was not with the patient. Rep reported he saw patient (pt) on 05-12-2021 for follow-up. Rep checked impedances and all the contact pairs were >4k ohms. The pt reported he does not feel stimulation. No further patient complications are anticipated or expected as a result of this event.